Event description:
It was reported that this left ventricular (lv) lead was no longer working. (B)(6) technical services (ts) stated that 300 was the maximum and av search was not available on this device. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).